Event description:
The tip of the needle driver came off while the device was in use. This was not identified during the operation. The retained foreign body (rfb) was seen on routine post-op imaging. The patient required a second surgery under general anesthesia to remove rfb. The MFR response follows for the needle driver, codman classic plus needle holder # 36-3011. The MFR have opened a quality concern and a meeting is being scheduled to review.